Event description:
It was reported that the patient presented to the hospital for a device change out procedure. During the procedure, it was noted that the patient's right ventricular (rv) lead had failed to sense, and damage was also noted. The rv lead was programmed off. The patient was in stable condition.